Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial (ra) lead exhibited noise that was oversensed by the device and led to pacing inhibition. The noise was not reproducible. No intervention was performed. The patient was in stable condition.